Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked touchscreen and loss of watertight integrity, and the user provided a photo of the damaged screen; device problem was consistent with a fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a stress-related damage pattern consistent with impact, localized to the touchscreen, aligning with the reported fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.